Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the endoscope reprocessor exhibited the presence of a piece of debris during reprocessing. The debris was identified and cleaned out during the reprocessing cycle. There were no reports of patient involvement.